Manufacturer narrative:
Internal insulation abrasion was noted at 11.0 cm from the connector pin, due to suture sleeve tie down impressions at 11.0-12.4 cm. This is consistent with the observation from the field of noise.

Event description:
It was reported that noise was observed on the right atrial lead due to insulation abrasion. The lead was explanted and replaced. The patient was stable post-procedure.